Event description:
The suspect device result was 300 mg/dl. The user went to the hosp about three hours later and their glucose was 116 mg/dl. No treatment was given at the hosp. They went home and tested on the suspect device again and the reading was 278 mg/dl. Controls were not used. The device was replaced and requested to be returned for evaluation.